Event description:
The customer reported that towards the end of a hysterectomy, the device became stuck on the uterine artery and would no longer open. Another device was used to ligate tissue around the device and remove it. The second device was used to complete the case without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.